Manufacturer narrative:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. This report is filed november 4, 2015.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 for unknown reasons.